Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, the 980 ventilator's internal clock changed. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.